Manufacturer narrative:
H6 health effect - impact code f1904 device repositioning was erroneously entered on the initial manufacturer device report.

Event description:
An impella cp device was inserted via the left femoral artery in a 49-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, patient flows dropped with continuous suction alarms despite repeated volume boluses per the managing physician. Device position was checked with transthoracic echocardiography (tte) and the impella was found to be stuck in the posterior papillary muscle. During repositioning, the device experienced a brief "impella stopped" alarm. The pigtail was pulled back across the aortic valve and impella flow was noted to be 0.0 l/min. The physician turned the pump to p1 and the patient was taken immediately to the cath lab for pump replacement. The pump stopped flow, showing 0.0 l/min on the aic, and a pump stopped alarm was generated and resolved. Pump flow remained at 0.0 to 0.1 l/min until removal. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative(updated): additional information noted that an impella stopped alarm was triggered, resulting in zero flow. This indicated that the pump had completely stopped. The pump was restarted within 5¿10 seconds. An impella cp device was inserted via the left femoral artery in a 49-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, patient flows dropped with continuous suction alarms despite repeated volume boluses per the managing physician. Device position was checked with transthoracic echocardiography (tte) and the impella was found to be stuck in the posterior papillary muscle. During repositioning, the device experienced a brief "impella stopped" alarm. The pigtail was pulled back across the aortic valve and impella flow was noted to be 0.0 l/min. The physician turned the pump to p1 and the patient was taken immediately to the cath lab for pump replacement. The pump stopped flow, showing 0.0 l/min on the aic, and a pump stopped alarm was generated and resolved. Pump flow remained at 0.0 to 0.1 l/min until removal. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
Additional information was received b5 updated.